Event description:
During the index procedure the physician used one admiral xtreme pta balloon catheter to treat a lesion located in the sfa of the left leg. Approximately one month post index procedure, the patient suffered from target lesion restenosis and underwent a target vessel revascularization approximately 3 weeks later. A non-mdt pta stent were used in the left sfa.

Manufacturer narrative:
Evaluation: results/conclusions: inherent risk of procedure. (B)(4).